Event description:
Caller reported an alarm 2 due to an occlusion event that occurred earlier in the day. This issue caused the customer's blood glucose level to exceed 500 mg/dl, with the continuous glucose monitor displaying a ¿high¿ reading. The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections and did not require third-party assistance. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use.